Manufacturer narrative:
(B)(4). Approximate age of device ¿ 68 days.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was complaining of cold hands. On (B)(6) 2017, the patient¿s inr was at 1.6 upon admission. There was a concern for suspect clotting and the patient was placed on heparin infusion and was also given coumadin. The patient was reportedly doing better; however, the lactate dehydrogenase (ldh) was elevated. The patient was admitted to the implanting center with the expectation of a possible pump exchange. It was reported that the patient experienced a stroke, suspected to be embolic with a hemorrhagic conversion. Aspirin (asa) and heparin were discontinued due to the stroke. The ldh had increased to 600 u/l range; however, the patient was not a candidate for pump exchange. It was reported that the patient continued to improve from the stroke. No additional information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and no further issues have been reported. A correlation between the device and the reported stroke and suspected thrombus could not be conclusively determined. Stroke, bleeding, and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.